Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 121 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent up and down arrow button response due to flattened button dome switches. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).